Event description:
It was reported that the procedure was to treat a de novo lesion in the internal carotid artery with mild calcification, heavy tortuosity and 80% stenosis. The acculink self expanding stent system (sess) was advanced to the lesion and the handle was pulled back; however, the stent only partially deployed. There were no adverse patient effects. A new accculink sess was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.